Event description:
It was reported that during a merlin.net transmission the right ventricular lead exhibited loss of capture. The patient presented in clinic on (B)(6) 2013, capture was noted. The autocapture was turned off and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.